Manufacturer narrative:
(B)(4).

Event description:
It was reported that an increase in impedance and capture thresholds were observed on the right ventricular lead. No patient symptoms were reported. Device reprogramming was performed.